Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device locked up. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device locked up. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The device was returned to the depot for further investigation. A stryker service representative performed an evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. The device was returned unrepaired to the customer as per their request. Stryker advised the customer that the device has to be removed from service. The cause of the reported issue could not be determined.